Event description:
During a site visit the customer reported iui corrosion. It was reported clinical staff indicate they might wipe the iui connectors with the pdi super sani cloth wipes. It was noted the facility had a variety of third party parts including iui connectors. There is no report of patient involvement.

Manufacturer narrative:
The reported event of corroded iui connectors was confirmed after a review of the site visit report. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of un-approved cleaners being used it does appear to be unapproved cleaning techniques. Only use 70% ipa and a dedicated brush to clean the iui connector. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Manufacturer narrative:
The reported event of corroded iui connectors was confirmed after a review of the site visit report. No further investigation of this event is possible at this time. No definitive root cause was determined for this issue, however based on reported of un-approved cleaners being used it does appear to be unapproved cleaning techniques. Only use 70% ipa and a dedicated brush to clean the iui connector. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
During a site visit the customer reported iui corrosion. It was reported clinical staff indicate they might wipe the iui connectors with the pdi super sani cloth wipes. It was noted the facility had a variety of third party parts including iui connectors. There is no report of patient involvement.